Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of an incident was 521 mg/dl. Customer stated when they were took the site, cannula was bent due to this no insulin was delivered. Auto mode feature was active at the time of high blood glucose incident. Customer stated infusion set was changed already still getting high blood glucose. Customer was declined to troubleshoot. Customer stated after dinner, did a correction bolus 7.2 units with 302 blood glucose. No product is expected to return for analysis.